Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that during the intra-operative testing using the twist-lock screening cable which was attached to the communicator/ens, the communicator was hit by the patient¿s arm and fell off its secure position. The weight of the communicator/ens pulled on the stylet. The quick pressure broke stylet in the lead about 4 inches ventral to the twist lock at the proximal end of the lead. Hence, intra-operative stimulation was interrupted and a new lead was needed and the lead was replaced. The lead did not move its position and there was no difference in efficacy with the new lead. The patient experienced no injury and had a successful outcome with their parkinson¿s symptoms control. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) which was confirmed by the healthcare provider (hcp) reported it couldn't be determined if there was any damage to the lead as well or if it was just the stylet just by looking at the device. The physician didn't feel comfortable implanting the lead and requested another one. The device was sent back for analysis. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the stylet found the stimulation stylet wire was broken if information is provided in the future, a supplemental report will be issued.